Manufacturer narrative:
The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The unused device was returned with the foil package that shows a complete seal around the open perimeter. An analysis of the customer provided image found the device laying next to two pouches and other instruments. The anchor and suture are on the device. The pouches seem to be a little wrinkled, but nothing else can be visually identified. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the pouch sealing procedure found that all pouches must be inspected in their entirety before and after the sealing process. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during set up, an air leakage was found in the sterile package of the osteoraptor. There was a back-up device available and no delay was reported. There was no patient involvement.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the pouch sealing procedure found that all pouches must be inspected in their entirety before and after the sealing process. An analysis of the customer provided image found the device laying next to two pouches and other instruments. The anchor and suture are on the device. The pouches seem to be a little wrinkled, but nothing else can be visually identified. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.